Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely calcified and moderately tortuous below the knee artery. A non-bsc guide wire was advanced to cross the lesion, but was unable to cross the lesion. A 1.5mm x 20mm x 143cm coyote es balloon catheter was selected and used for anchor balloon technique. The initial inflation was done at 14 atmospheres, however, during second inflation at 14 atmospheres the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).